Event description:
It was reported that the estimated longevity of the battery of this implantable pacemaker device was found to be of 6 years. The physician expected a longer longevity. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.